Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have the alarm "cassette locked but not latched." The cause of the customer reported problem was the non-functional latch/lock sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace latch/lock sensor.

Event description:
It was reported that the device had "no cassette detection." There was unknown patient involvement, and unknown signs or symptoms experienced.